Event description:
On (B)(6) 2011, maquet rep called to report a pt death and an aortic dissection with no further details provided. On (B)(6) 2011, followup stated death not attributed to device still no details as to actual complaint only referred to as "issue". On (B)(6) 2011, followup received from maquet rep stating that complaint was that doctor didn't like guidewire and claimed it was different then the fidelity wire he is used to. Staff interviewed by maquet rep stated that doctor's technique caused the pt injury puncturing the aorta and also stated that the pt was very sick.

Manufacturer narrative:
The product was not returned for evaluation. (B)(4).